Event description:
Vague report of the infusion pump being involved in an underdelivery while being used ona patient to deliver tpn. No patient injury was reported. No additional clinical information was able to be received.